Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the issue likely occurred due to physical stress to the distal end such as impact of hit/drop off, and contact to endo therapy accessories. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, parts fell off the distal end and the bending section cover. In addition, the plastic distal end cover was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exeraiii bronchovideoscope did not pass leakage test. The event occurred after the procedure. During a standard service inspection of the customer returned device, distal cap detachment was noted. This report is to capture the reportable malfunction found at estimation. There was no patient injury or harm reported.